Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. Preventative maintenance (pm) was performed. The software was updated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. A review of the system's event log for the date of (B)(6) 2013 revealed that multiple system messages (sm) displayed. The following sms presented: ("pole impaired"), ("stop check failure"), and ("footswitch not connected"). Therefore, the customer reported event was confirmed. The customer stated that the footswitch and phaco issues presented themselves only after the IV pole accidentally hit a boom in the ceiling when it was being raised by the facility staff. Although it is unknown if this directly caused the subsequent issues, the system operator's manual does specify height ranges for the IV pole to prevent the IV pole from being obstructed. The system also performs checks on the IV pole, and detects resistance in movement. In this event, it was confirmed that the system did display sm ("pole impaired"), alerting the user that the IV pole movement was impaired. It is possible that subsequent footswitch and phaco issues were attributed to the ceiling interference of the IV pole. However, this was most likely temporary in nature as, the system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract surgery, the foot pedal quit working after the IV pole hit a boom in the ceiling. The staff rebooted the system several times and was able to get the foot pedal working. However, there was no phaco power. The system was rebooted again, but the issue remained. An alternate system was used to complete the case following a 15 minute delay. There was no harm to the patient.